Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced an unexpected outcome and the lens was noted to be rotated, possibly due to residual viscoelastic. The surgeon reported that in his opinion, the device did not cause/contribute to the event. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).